Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x220x150-hybrid sterling balloon catheter were advanced for dilatation. However, during inflations, the balloons were ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported. It was further reported that the lesion was severely calcified and the balloon ruptured during the first inflation at 10 atmospheres for 1 minute.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. Two 6.0x220x150-hybrid sterling balloon catheter were advanced for dilatation. However, during inflations, the balloons were ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.